Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The patient¿s allergist initially reported the skin reaction while calling to inquire about the ingredients used in the adhesive. Preliminary tests determined that an allergic reaction to the patch overlay was the cause of the skin reaction. The patient¿s mother called back to provide details of the medical intervention, which occurred on 02/15/2019. An ointment was prescribed to treat the welted area until further tests are done to determine the exact cause of the allergy. No additional event or patient information is available.